Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. A lead fracture at the suture area was confirmed by x-ray. A revision procedure was performed. This lead was surgically abandoned and replaced. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.